Manufacturer narrative:
(B)(6). This complaint was identified during a recent clinical evaluation review/literature search of this device. The device is a palmaz stent but the lot numbers are not available. The citation is as follows: percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302. A copy of the publication is attached to this report. As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case with implantation of a 29mm 4-9mm medium palmaz balloon-expandable iliac stent for treatment of tips . The palmaz embolized into the ivc due to balloon rupture. It was repositioned with a balloon in the liver vein. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. This product is not indicated for use in the hepatic vein therefore it is considered off-label usage. According to the indications in the safety information in the indications for use ¿the palmaz balloon-expandable stent for the iliac arteries is indicated for use in patients with atherosclerotic disease of the common and/or external iliac artery(ies) following suboptimal pta of a de novo or restenotic lesion.¿ according to the potential complications in the safety information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: stent migration/embolization¿ according to the warnings/precautions in the safety information in the instructions for use ¿use only with the recommended balloon dilatation catheters. When using the powerflex plus balloon catheter, use the crimping tube that is packaged with the balloon catheter. When using the maxi ds balloon catheter, use the crimping tube supplied with the stent.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As noted in the publication gabelmann et al percutaneous techniques for managing maldeployed or migrated stents; j endovasc ther 2001;8:291¿302; report a case with implantation of a 29mm 4-9mm medium palmaz balloon-expandable iliac stent for treatment of tips . The palmaz embolized into the ivc due to balloon rupture. It was repositioned with a balloon in the liver vein.